Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed on the cannula. There were no blemishes/ flash, no damage to c-ring, no damage to blunt tip, no damage to blade, scissors, shaft tip or shaft hub assembly. A mechanical evaluation was conducted. The c-ring slider was able to advance and retract the c-ring with no resistance. The product performed as intended. The device was evaluated by a second investigator. No visible flaws were noted during visual inspection. The c-ring extended & retracted as expected with no resistance. The second investigator agreed and confirmed that the product performed as intended. The event occurred during the use of the device and the procedural operation is unavailable for our review. The device history record (DHR) was reviewed. The records show the device lot conformed to all applicable specifications. Based on the results of the evaluation, the reported complaint for "would not advance/mechanical issue" could not be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb jaws would not advance once the bisector was inside the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The pa said that the jaws would not advance once the bisector was inside the leg.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb jaws would not advance once the bisector was inside the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The pa said that the jaws would not advance once the bisector was inside the leg.